Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported there was an image artifact. The philips field service engineer determined this was due to a cracked compensator. Engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of a recognizable artifact. Therefore, this issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that patient images exhibited a recognized smudge artifact. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed there was no patient harm to a patient, operator, or bystander. The fse evaluated the system and was able to determine that the compensator had a crack in it which resulted in the image artifact. The fse replaced the compensator inside the a-plane collimator to resolve the issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.